Manufacturer narrative:
The customer reported the following complaint issue: "stent did not deploy." On evaluation of the returned device, the stent was returned fully deployed and still attached to the introducer. The red marker on the top of the introducer had passed the point of no return indicator on the handle. The safety wire was still in place. During the evaluation the safety wire was pulled out of the delivery handle and the stent was released from the introducer with no issues. There was no damage evident to the crowns or the sutures of the stent. The customer complaint could not be confirmed as the stent was released from the delivery system with no issues when the safety wire was pulled out. This could be considered as user error as the safety wire was not pulled. The instruction for use (ifu0061-4) instructs the user in step 10 "when stent point-of-no-return has been passed, pull safety wire out of delivery handle near wireguide port." Additional information has been requested but no further information has yet been received. Prior to distribution evaluation devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-20-25-8-e of lot c998145 did not reveal any discrepancies that could have contributed to this issue. The stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa. There has been no known adverse effects to the patient reported due to this occurrence. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
The complaint information received indicated the stent would not deploy. Although requested no further complaint information was received. The device involved in this incident was received and evaluated on (B)(4) 2014. The stent was returned fully deployed and still attached to the introduction system. Based on the condition of the returned device this complaint was assessed as meeting the requirements of a FDA MDR report based on the reporting precedence established for this product family for the 'removal of a permanent stent.' No adverse effects to the patient have been reported as occurring.